Manufacturer narrative:
(B)(4): the customer reported that they were unable to achieve pacing capture with this defib. They switched to a different defibrillator to delivery therapy. There was no report of any negative pt impact. The device was evaluated by philips and the reported symptoms could not be reproduced. Review of the electronic event file showed that the highest ma setting selected during this event was 100 ma. The mrx upper limit for pacing is 175 ma. There was no malfunction of the device.

Event description:
The customer reported that they were unable to achieve pacing capture with this defib. They switched to a different defibrillator to deliver therapy. There was no report of any negative pt impact.